Manufacturer narrative:
Visual inspection of the "as received" a1105 device set recorded both the a1105 sets microclave, nanoclave connectors were properly seated and were not protruded. A note written on the biohazard bag of the returned a1105 set did indicate "valve connected to curo cap popped out/ I popped it back in". The visual inspection also recorded the a1105 sets microclave connector's silicone plug showed evidence of component damage/coring. Engineering analysis: the a1105 sets microclave component coring damage is typical of access with an incompatible mating device with a male luer that has an inside diameter smaller than 0.062". Although not always repeatable previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the connector is exposed to high back pressures. When pressure infusing through the a1105 sets t connector, the slide clamp should be activated to minimize backflow and pressures that may result in a silicone seal protrusion. Pressure infusion should not be done via the extension tubing as this could cause leakage or damage at the sets t connector. Investigations have also identified component damages can occur if the connector is accessed/mated with an incompatible mating device. As stated on the directions for use (dfu) the connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062" and 0.110". Findings: the engineering analysis of the returned a1105 was unable to confirm the reported product issue.

Event description:
Complaint received reporting at an unspecified date component /leakage issues occurred with use of set-up where one a1105, 6.5" smallbore pressure infusion (400psig) ext set was in use. There were no reported adverse patient consequences. Additional event/usage information although requested by the mfger. Have not been provided. Device return: one (1) used a1105 smallbore ext. Set w/ curos cap attached to the sets nanoclave t connector.